Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system was faulting on arm 3. The customer ended up moving the arm out of the way and bringing in arm 4 so the surgeon could continue. A technical service engineer (tse) viewed system logs and noticed 25730 pointing to possible proximal or distal on arm net 3. The procedure was continuing as planned, and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and it was confirmed that the issue was pointing to the proximal set-up joint (suj) however during troubleshooting universal surgeon manipulator (usm3) had also noted errors. The fse replaced armnet3 parts which included: 1) fiberoptic backplane spider cable. 2) proximal suj 3) usm3 to resolve the issue. The system powered on normally with no further related issues or errors. The system was working properly and no further investigation was required. Isi has received the universal surgeon manipulator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the analysis and if additional information is obtained. A review of the logs was performed. Per the review, the following was confirmed: system serial ¿ (B)(4), event date - (B)(6) 2022, and procedure name - inguinal hernia - unilateral. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to arm 3 was not functioning and arm 4 was used to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information found in d9, g3, g6, h2, h3, h10 intuitive surgical, inc. (Isi) received the proximal suj involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Per failure analysis (fa): the unit was returned for failure analysis and the reported failure was reproduced. Unit was tested on the pftp machine and failed for fiber power test. A golden fiber cable was installed and the suj passed all tests that were performed. The original fiber cable was re-installed and the node checks failed again. The fiber optic cable will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgeon manipulator involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure (error 25930 on dof 8) was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode as it triggered a 25930 error on dof 8. The unit was also tested on a testing platform and passed lissajous, fiber test, brake test, sine cycle, and friction tests but failed carriage sensors check on dof 8. After further investigation, isa board was found to be contaminated. The isa board will be replaced for a fix. The root cause of the reported issue was identified to be a component failure.